Manufacturer narrative:
Correction: a c-arm was used to complete the procedure. The mobile view station (mvs) pendant was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Mvs pendant control was tested on the imaging system. Instructional stickers occupy the front of pendant. Usability test passed: x-ray pictures were taken successfully. Functional test failed: the motion control key worked intermittently. The hardware investigation found that reported event was related to an electrical failure as the m. Calibration button was working intermittently.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue could be replicated. The representative noted that the x-stage cover had slight physical damage, resulting in noise. The representative reported that the x-stage cover was reseated and the unit could home and re-home. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system was unable to complete motion calibrations. The rt reported that the imaging system would partially complete the calibration and then stop. It was reported that the gantry would move far enough down that the component would make contact with either the floor or x-stage cover. A medtronic representative reported that motion calibrations were completed on a second attempt. There was a reported delay to the procedure of five to eight minutes due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.